Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist for s3u clinical study, approximately 2 years and 2 months post tavr with a 23mm sapien 3, a 23mm sapien xt was implanted in the sapien 3 valve due to a flailed/failed leaflet and severe cai. The second valve was deployed without any complications and no paravalvular or central regurgitation with a mean gradient of 15mmhg. The patient tolerated the valve in valve and is stable and doing well.

Manufacturer narrative:
A flailed leaflet may result in clinically significant central regurgitation requiring intervention. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of these events is unknown. It is possible these events are due to the progression of the patient¿s disease process and/or multiple comorbidities [rheumatoid arthritis, htn, hld]. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist for s3u clinical study, approximately 2 years and 2 months post tavr with a 23mm sapien 3, a 23mm sapien xt was implanted in the sapien 3 valve due to a flailed/failed leaflet and severe cai. Patient tolerated the valve in valve and is stable and doing well. Approximately, 2 years post tavr, echocardiogram done showed 60% ef, bioprosthetic aortic valve with elevated mean gradient 22mmhg and probably moderate regurgitation. 2 years and 1 month post tavr, echocardiogram showed ef 44%, bioprosthetic aortic valve moderate paravalvular regurgitation & no change in mean gradient. Tee showed bioprosthetic aortic valve with possible failed/flailed leaflet and severe regurgitation. Valve in valve was performed. Post valve in valve tee revealed a well-placed and well-seated valve, with no central or paravalvular aortic regurgitation. Approximately, 1 month post valve in valve, echo demonstrated mean gradient of 17mmhg with no ar & ef 55%.